Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient charges every friday. The caller reports that last friday, (B)(6), the ins battery icon in the app was showing orange and not green and then saw recharger disconnected. Helped caller connect to ins with communicator and my therapy app. The ins was showing 30%. Therapy was off. Helped caller turn the therapy back on and adjust to a comfortable level. Closed app. Advised caller to palpate ins area and place the bullseye on the recharger over the device. Caller was able to connect. Opened the recharger app and caller indicates that the battery is still blinking orange and showing 20%. Advised caller that the orange light reflects the charge level. While on the call, the % increased from 20% to 30% and the orange color changed to white. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included when palpating the ins area, the caller noted that when they were originally implanted, the device felt like a square. Beginning about 5 months ago, the caller repo rts that it feels more spread out, like a line.  The caller also added during the call that they tried to read off the literature about recharging, but found it confusing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of not feeling stimulation all the time was unknown. The patient reported the likely cause was "it may have been the stimulation was set too low. I changed the setting to 3.6 program 7. Seems to help." The patient noted that the steps taken to resolve this issue were "doctor confirmed my battery is ok." When asked if the issue has been resolved the patient indicated both "unknown" and "no, but no further action will be taken".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they didn't think the stimulator was turned up high enough and forgot how to connect to ins to adjust stim. Patient said they're having problems having a bowel movement and not emptying completely and then the next day they're leaking. Patient said they noticed symptom return maybe even 6 months ago. Patient said they don't feel stim all the time. On the call, the patient was able to connect external devices to ins and increase stim. Patient repeated they were confused with literature and received videos via email but accidentally deleted the email. The videos were then re-sent to patient. Patient mentioned they have an appointment with their hcp in february.